Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, the non-coronary cusp side of the valve moved to a depth higher than the targeted position. A second device of the same size and model was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: positioning difficulties / inaccurate delivery is often influenced by patient anatomy and user technique. A conclusive cause of the clinical observation of a low implant depth could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.